Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2017 a perceval pvs23 was implanted. On (B)(6) 2018 the patient was transferred from another hospital to (B)(6), where it was determined that they had endocarditis affecting their prosthetic aortic valve. On (B)(6) 2018 the perceval valve was removed and replaced with a homograft conduit. The stent of the perceval needed to be peeled/separated from the aortic wall, however it was not fully imbedded. The patient was last reported to be in the cvicu.

Manufacturer narrative:
If staphylococcus epidermidis was present on our tissue valve before sterilization, it would be killed very easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against staphylococcus epidermidis. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. In addition the manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all sterilization, material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Due to the above reasoning, the large amount of time that had elapsed between implantation and the reported endocarditis, and the proper functionality of the valve during earlier follow-ups, the root cause is determined to be not valve related. The infection therefore could not be resultant of any factor intrinsic to the device in question and the device failure is related to the patient condition.

Event description:
On (B)(6) 2017 a perceval pvs23 was implanted. On march 19th, 2018 it was determined that they had endocarditis affecting their prosthetic aortic valve. The patient showed signs of fever and a blood culture test was performed identifying staphylococcus epidermidis. There is no information suggesting the patient has suffered from a previous endocarditis. Antibiotics were used prior to the implantation. Prior to the explant severe paravalvular aortic insufficiency was identified. No vegetation was identified. The patient condition was reported as ¿survived, worsening renal function after surgery that began to improve. Should make complete recovery. Heart failure and endocarditis resolved.¿ the device is not available for analysis. The redo was for a mycotic aneurysm. The patient had more paravalvular and aortic disease than valve disease and the site had to peel the stent off the aorta with no issue removing the valve at the annulus level. Before the first procedure, the patient had an evar procedure (aneurysm found during cardiac workup) and they had a gynecological mass removed in another procedure after their initial cardiac procedure. Redo cardiac procedure was performed on (B)(6) 2018. The patient was fine at follow up in (B)(6) 2017, possible symptoms first documented in (B)(6) 2018 with visit to cardiology.